Event description:
A customer reported to baxter (B)(4) of a buretrol set in which the drip chamber looks malformed. There was no patient involvement or medical intervention required. This condition occurred before usage. No additional informaiton is available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). An actual sample was received for an evaluation. Visual inspection was performed to the set and the results were satisfactory, the defect was not confirmed. A pressure test under water with air at 8 psi was performed and no defect was evidenced during this evaluation. The cause of the reported condition was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this, prior or subsequent lot.